Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "no rupture found" and capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Unreporting code b12. Trend analysis as there is no rupture reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b1, b5, e1, h6.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event capsular contracture was received on october 31, 2025, with lot number 3063434. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side "rupture" and later, "no rupture found" along with capsular contracture baker grade iii". Device has been explanted and replaced.